Event description:
It was reported that the device was explanted due to infection.

Manufacturer narrative:
Infection was the only reportable event.

Manufacturer narrative:
No medwatch form was received. Review of quality records.